Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up there were episodes of oversensing noted on the right ventricular (rv) lead. Technical support recommended reprogramming; however, no changes were made to resolve the event yet and the patient was in stable condition.